Manufacturer narrative:
Mfg lot build record review performed. Investigation: a review of the mfg lot database for the reported yp2480 lot# 2280646 (mfg date 05/2011) shows (B)(4) units were manufactured, tested, inspected, and released. The lot build record review of the applicable component (cannula needle) show this to be a purchased item that is complaint with iso 9626 standard. Conclusion: at this time, the involved device has not been returned for analysis and confirmation. The exact cause(s) of the reported incident remain unk at this time.

Event description:
Int'l ((B)(6)) complaint rec'd reporting pt incident/orbit needle separation with one yp2480 mylife rotofine classic orbit device. It was reported (as translated) "..broken cannula in the abdomen tissue. The infusion set was worn for two days and when the base was removed from the skin, the user recognized that the cannula was missing. ..went to the hospital ((B)(6)) and the needle/cannula was removed under local anaesthesia and the wound was sutured with stitches." It is the mfrs. Understanding that pt returned to baseline condition and experienced no further consequences. As of the date of this report, add'l incident/usage info as well as device return status have not been responded to.